Event description:
Patient was turned for cpt, chest physiotherapy, vest application and IV tubing broke and/or disconnected while the patient was being turned. There was not tension nor pulling on the tubing.

Event description:
There was one sample returned for evaluation. It was confirmed that the set was disconnected at the arm of the most distal y-site to the tubing connection. It appears to be the result of insufficient solvent applied at the time of assembly. A complete batch review could not be performed however since a lot number was not reported by the facility.